Manufacturer narrative:
(B)(4). (B)(6) 2014. A follow up report will be filed upon completion of the investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Damaged thread.

Manufacturer narrative:
The expedium si polyaxial 6x40mm screw [product code: 1797-12-640, lot no: arlcdr] was returned to the complaints handling unit (chu) for evaluation. Visual examination revealed that the threads on the polyaxial¿s tulip head had become torn. No other anomalies were found. Complaint is confirmed. A review of the device history record was conducted. No issues were identified during the manufacturing and release of this product that could have contributed to the problem reported by the customer. No emerging trends were found requiring further actions. The root cause for the polyaxial¿s tulip head threads becoming torn cannot be positively determined. However, one possible root cause may have been that the single inner setscrew most likely was not properly seated during tightening and inadvertently cross threading between the setscrew and the tulip head threads occurred causing the tulip head threads becoming torn. As there has been no issue identified in the manufacturing or release of the device that could have contributed to the problem reported by the customer and no systemic trends requiring immediate action have been observed, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.